Event description:
During a follow-up, the patient was prophylactically screened with fluoroscopy and found externalized conductors. Electrical testing of the lead was normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.